Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned and the reported marker lumen blockage could not be confirmed as the device was returned with blood present in the marker lumen. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported marker lumen blockage could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported, during preparation, the proglide device could not be flushed prior to use. The device was not used in the patient. There was no reported patient involvement. A second proglide device was used to complete the procedure. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided. Subsequent to the initial information received, the suture mediated closure (smc) system was returned with blood in and on the device and plunger, indicating the device was used in the patient anatomy. It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. There was no reported adverse patient sequela. No additional information was provided.